Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she saw an air bubble in the reservoir. Customer's blood glucose was 421 mg/dl. Customer corrected with the insulin pump after the set change. Customer stated that the approximate size of the air bubble is the same as champagne bubbles. Customer stated that the pump was not rewound with a reservoir in place. Customer declined to prime out the air bubble. Customer stated that she has been getting insulin and her blood glucose has been coming down, so she didn't feel that it was an issue.